Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Event description:
It was reported that, after using intra aortic balloon (iab) a rupture in the iab was confirmed so they gave up on using the iab and replaced it with a new iab of the same size, which were able to use without any problems. No health problems for the patient.

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, d9 device available for evaluation and return to manufacture date, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11 the product was returned with the membrane completely unfolded and blood was found on the exterior and interior of the device and between catheter and sheath. The 7.5fr sheath was returned over the balloon membrane. Bends/kinks were noticed on the returned sheath. Bends were also noticed on the catheter tubing and the inner lumen. The one way valve and three-way stopcock were also received back. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed, and a leak was detected on the rear seal approximately 8.9in/22.6cm from the iab tip measuring 0.01in / 0.025cm in length. The evaluation confirms the reported issue and the complaint was escalated to manufacturing engineering for further evaluation. The manufacturing engineering evaluation has concluded that the damage has occurred after the shipment of the device, the DHR was reviewed and the iab was deemed acceptable prior to leaving the manufacturing facility. Each iab is leak tested twice before being released. The root cause of leak at the rear seal area cannot be determined, as it occurred after shipment of the device and was out of getinge¿s control. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: d10.